Event description:
Invacare continuing care (icc) salesman called stating that the leg brake assembly on the ihcs9fx icc bed allegedly would not lock. He stated that this was a demo bed and it is possible that the wheel locks broke when it was bouncing around in the back of his van for delivery. The brake was disengaged. Replacement parts being sent on warranty order #(B)(4). No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ihcs9fx, serial number/date code (B)(4). The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.